Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. The complaint was confirmed and the root cause is a blown fuse. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider's battery charger could not charge the battery. The spider did not work, it did not work even if a spare battery was change. The malfunction was found during preparation for surgery and it was completed using another competitor device. Later, when the charger was changed and charged the battery, the spider worked fine. No delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.